Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this pacemaker was an attempted implant. When attempting to connect the implanted right ventricular (rv) lead to the device the physician noted the typical click was absent when inserting the torque wrench to tighten the setscrew; no issues were encountered with the right atrial (ra) before inserting the rv. Both leads were removed from the device and the issue persisted as the physician noted it did not feel as though the setscrew was actually turning and the torque wrench did not click at any point indicating the proper level of tension. The procedure was completed using an alternate device. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A hex wrench could not be inserted into the rv setscrew port; the ra setscrew operated normally. The rv seal plug was removed and further inspection noted what appeared to be medical adhesive in the setscrew slot. It was determined that the observed medical adhesive was responsible for the reported inability to operate the rv setscrew. Laboratory analysis confirmed the reported clinical observations and did not identify any other anomalies.